Event description:
Customer reported receiving an alarm on his insulin pump. He stated the alarm did not occur during the rewind/prime sequence. It was found the correct bolus amount was recorded in the bolus history. The customer's insulin pump also passed the self test. The customer was advised to monitor the insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).